Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the magellan safety needle. The customer reports "during a breast implant procedure in the or, the surgeon used the 22x1 1/2 needle to pull normal saline from a bowl that was to be injected into the breast of the pt. The surgeon injected the fluid and when they pulled the needle out of the pt the needle detached from the hub and remained in the pt. The surgeon removed the needle and there was no discomfort or injury experienced by the individual."